Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pacing impedances. Additional information from the field representative provided the impedance was intermittent and has normalized. No other actions were taken or are planned. This ra lead remains in service. No adverse patient effects were reported.